Event description:
It was reported that his demo control modules front housing is coming apart and the unit is making a rattling noise internally. There was no pt involvement.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.